Event description:
It was reported that pump experienced malfunction with a displayed malfunction code while customer was using it, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump prior to calling and continued to use current pump while prepared to rely on alternate method if necessary, and technical support arranged replacement pump.